Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient was hospitalized on (B)(6) 2017 with ketoacidosis and fluctuating sugars due to an alleged inaccurate delivery issue. No additional information was provided and troubleshooting could not be competed. Several unsuccessful attempts were made to contact the patient. This complaint is being reported because the pump could not be rule-out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Follow-up #1: date of submission: 28-dec-2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2017 with the following findings: the pump history shows the pump was not in use between (B)(6) 2017 and (B)(6) 2017. The last basal delivery was on (B)(6) 2017. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not duplicate the complaint.